Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10. A g7 str monoblock shell insrtr was returned and evaluated against the complaint. The inserter is seized with the shell. Visual inspection found discoloration on the shaft and impact marks on the strike plate that are consistent with a multiple use instrument. No damage could be seen from what was visible of the threaded tip. The inserter is flush with the outer radius of the shell with no visible signs of cross threading. A piece of debris can be seen in the crevasse between the threads and the shell. Attempts were made to disassemble the shell and inserter. The handle and shell were grabbed by hand and twisted, but the shell could not be removed from the inserter. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 010000663, lot number: 6698302, brand name: g7 acetabular shell. The event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01141. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the cup did not disengage from the inserter. No adverse events have occurred as a result of this malfunction. Additional information on the reported event is unavailable.